Event description:
It was reported the right atrial (ra) lead had increased thresholds, increasing and high impedance. During lead revision when the ra lead was disconnected from the device the impedance and threshold fell to a normal range when connected to a new device. Also manipulation of the pocket showed noise and oversensing. The ra lead remained in use with the new device. Then approximately two weeks later, the ra lead was replaced due to an apparent fracture and a visual break in the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.